Event description:
Additional information received from the patient indicated that the cause of the ins taking a long time to charge was not determined. They stated that they were sent a new "tester." The patient noted that the issue has been resolved for now.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that recharger is powering up but it is not showing all the correct items on the screen pt reported she saw the "overheated" symbol on the recharger a few weeks ago troubleshooting on the call with pt: pt verified her insr is taking a charge pss had pt connect to charge the ins and pt reported she had full coupling and her ins is charging. Pss verified that her recharger is working as intended. Pt stated she will continue to monitor the insr for any further events and call back. Additional information was received. It was reported there was no change in the patient's activity level or how they used the device, they were in the middle of recharging. Additional information was reported that the circumstances that led to the recharger concerns was that the patient was charging the battery in the back, and it was taking quite a long time so the patient went and laid down.